Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that while charging their implant, they felt the implant battery got so hot like burning or stinging or something. Patient added that it feels like its on fire. Agent confirmed patient was referring to internal ins and not external equipment. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient reported when they start charging their implant, they keep seeing a message that they need to "check your monitor". Patient added that the implant doesn't want to hold a charge and that they charge their implant every other day. Patient stated they place their paddle over their implant and plugged the device and it'll start charging but they see a message to check the monitor. Patient confirmed no visible damage on the recharger. Agent advised to monitor the issue and callback if persist. When asked for the event date, patient stated that it started this month, probably on the 3rd but they just ignored it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they saw the patient (pt) on 4/17. Pt stated they felt their battery site getting warm when charging. Rep showed pt on the menu screen how to turn down charging speed and temperature. Pt stated they were unaware of that feature. Rep turned it down for pt and explained they can go more if needed. Rep also redirected pt to talk to their doctor about the battery site. Pt stated their programming was successful and did not want any programming adjustments. The issue has been resolved and the physician was aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported their implant battery in their hip hurts, they can hardly walk sometimes and it burns when they charge their implant around the area. Patient mentioned they have patches over their implant battery itself. Patient also reported they were in a charge session and controller showed recharging needs attention. Patient unlocked controller and controller showed 90% and implant 100% finished. Patient confirmed no visible damage to the controller port. Agent reviewed meaning of message and informed patient to monitor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.